Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/02/2014: dim, faded, discolored display.

Manufacturer narrative:
Submitted: 05/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and did not reveal any evidence of button contact contamination. The display was found to be dim, faded and discolored.